Manufacturer narrative:
This supplemental report is being submitted to correct h4.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h3, h6, h7, h9, h11 the device was not returned to olympus for inspection, but the complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the single use distal cover was found in the patient's mouth after an endoscopic retrograde cholangiopancreatography procedure. The patient was waking from anesthesia, noticed the cap in their mouth, spit it out. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.